Event description:
Perclose device used to close right femoral access site . Device malfunctioned. Hydrophilic sheath on perclose device sheared off into right common femoral artery. The physician used a snare to retrieve the sheath. FDA safety report ID# (B)(4).